Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 47 mg/dl, needing settings adjustment. Reportedly, customer experienced headaches, dizziness and became off balance. Customer consumed carbohydrates to address bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.